Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for dystonia. It was reported that the patient's implant battery goes out of charge real fast. It was also reported that the patient's battery goes out of charge quickly because they changed their settings and the settings went out quicker. No patient symptoms reported. No further patient complications were reported/ anticipated as a result of this event